Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (tes non-functional) could not be duplicated. Upon further investigation, the electrode belt¿s ECG "c&d" cables were severed, damaging wires in the cable. The root cause for the cut cables was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.